Manufacturer narrative:
Updated fields: b4, g1 (contact person mfg site), g3, g6, h2, h6 (type of investigation, investigation findings and investigation conclusions), h11. Corrected field: b5. Getinge field service engineer (fse) will report back once the repairs are completed, therefore this complaint is being closed. If information is received, we will reopen and update the complaint.

Event description:
It was reported that during patient use, the cardiosave intra-aortic balloon pump (iabp) system experienced overheating. Restarted power supply and continued use, but system over temperature occurred again, so replaced with another iabp and continued use. No patient harm was reported.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d9, e1 (event site email), h6 (type of investigation, investigation findings, investigation conclusions). A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. The fse replaced the scroll compressor (0119-00-0236) and a running test was conducted and it was confirmed that the problem did not recur.the following investigation was performed by (B)(4), technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: ar 20 mar 2026. The failure analysis and testing dept. Received part number 0119-00-0236 with a reported unit failure of the system overheating. The fat performed a visual inspection and found the part to be in good condition. The fat installed the compressor in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failure confirmed. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Av. As per the cardiosave dfmea the possible cause of the failure mode ¿temperature (overheated) related malfunction¿ for the part ¿scroll compressor¿ is ¿debris or excessive stress or fatigue¿.

Event description:
N/a.

Manufacturer narrative:
Due to character limit in block e1 event site name: (B)(6). Event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during patient use, the cardiosave intra-aortic balloon pump (iabp) system experienced overheating. No patient harm was reported.